Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 16ga 1-1/2in was broken. The following information was provided by the initial reporter: customer uses needles at veterinary. Needles were already several times broken in the cow. This is dangerous for both the farmer and the cow. It seems to have happened several times already.

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 190802 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the needle hub was observed broken a the presfit (plastic part). With the investigation results available, an exact cause related specifically to the manufacturing process could not be identified for this incident. Moreover, considering issue was produced during use, we cannot exclude the handling of the product as a potential root cause of the issue.

Event description:
It was reported that needle 16ga 1-1/2in was broken. The following information was provided by the initial reporter: customer uses needles at veterinary. Needles were already several times broken in the cow. This is dangerous for both the farmer and the cow. It seems to have happened several times already.